Event description:
It was reported that distal misdrilling occurred several times after dorsal (during pre-drill for distal locking screw). Time of delay unknown. Problem solved by freehand drilling

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.